Event description:
It was reported that failure to capture the device occurred. The target lesion was located in the common carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the device prepped accordingly and was guided beyond the stenosis to the distal lesion. When the delivery sheath was pulled in the process of filter deployment, an abnormality was recognized. Push and pull was performed, but the ring marker shape did not change under fluoroscopy, so the decision was immediately made to recall the product. Since the delivery sheath could not be pulled, the replacement and retrieval with a retrieval sheath was abandoned. The filterwire was re-stowed in the delivery sheath as it was. However, reinsertion was not possible, and the decision was made to remove the entire product with the current deployment status. The filter and ring parts were recovered while making contact with the stenotic lesion and product was then successfully removed from the body. As the patient was under local anesthesia, the patient was interviewed and confirmed that there were no noticeable symptoms such as limb movement. The procedure was continued and after replacement with the same product, there were no problems. After the carotid artery stenting (cas) was completed, the patient's condition was carefully checked and no problems were found. No halation was observed after the cranial computerized tomography (CT), indicating that plaque or other particles were scattered.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The complaint device was returned by the customer; nevertheless, physician has provided two pictures of the device. As per pictures provided, it can be observed that the filterwire was detached at the distal section of the delivery sheath. It was observed the wire returned inside the delivery sheath; the retrieval sheath also returns. The filter bag came back in undeployed state. The wire was exposed through delivery sheath. The wire was observed kinked, the delivery sheath was detached at the distal tip section, and it was observed that the spring tip was bent and stretched. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the spring tip was bent and stretched. Sheathing/unsheathing test could not be performed, because the wire was exposed through delivery sheath.

Event description:
It was reported that failure to capture the device occurred. The target lesion was located in the common carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the device prepped accordingly and was guided beyond the stenosis to the distal lesion. When the delivery sheath was pulled in the process of filter deployment, an abnormality was recognized. Push and pull was performed, but the ring marker shape did not change under fluoroscopy, so the decision was immediately made to recall the product. Since the delivery sheath could not be pulled, the replacement and retrieval with a retrieval sheath was abandoned. The filterwire was re-stowed in the delivery sheath as it was. However, reinsertion was not possible, and the decision was made to remove the entire product with the current deployment status. The filter and ring parts were recovered while making contact with the stenotic lesion and product was then successfully removed from the body. As the patient was under local anesthesia, the patient was interviewed and confirmed that there were no noticeable symptoms such as limb movement. The procedure was continued and after replacement with the same product, there were no problems. After the carotid artery stenting (cas) was completed, the patient's condition was carefully checked and no problems were found. No halation was observed after the cranial computerized tomography (CT), indicating that plaque or other particles were scattered.

Manufacturer narrative:
Correction of h6 device codes from difficult to remove, (B)(6) to device difficult to setup or prepare, (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The complaint device was returned by the customer; nevertheless, physician has provided two pictures of the device. As per pictures provided, it can be observed that the filterwire was detached at the distal section of the delivery sheath. It was observed the wire returned inside the delivery sheath; the retrieval sheath also returns. The filter bag came back in undeployed state. The wire was exposed through delivery sheath. The wire was observed kinked, the delivery sheath was detached at the distal tip section, and it was observed that the spring tip was bent and stretched. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the spring tip was bent and stretched. Sheathing/unsheathing test could not be performed, because the wire was exposed through delivery sheath.

Event description:
It was reported that failure to capture the device occurred. The target lesion was located in the common carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the device prepped accordingly and was guided beyond the stenosis to the distal lesion. When the delivery sheath was pulled in the process of filter deployment, an abnormality was recognized. Push and pull was performed, but the ring marker shape did not change under fluoroscopy, so the decision was immediately made to recall the product. Since the delivery sheath could not be pulled, the replacement and retrieval with a retrieval sheath was abandoned. The filterwire was re-stowed in the delivery sheath as it was. However, reinsertion was not possible, and the decision was made to remove the entire product with the current deployment status. The filter and ring parts were recovered while making contact with the stenotic lesion and product was then successfully removed from the body. As the patient was under local anesthesia, the patient was interviewed and confirmed that there were no noticeable symptoms such as limb movement. The procedure was continued and after replacement with the same product, there were no problems. After the carotid artery stenting (cas) was completed, the patient's condition was carefully checked and no problems were found. No halation was observed after the cranial computerized tomography (CT), indicating that plaque or other particles were scattered.